Event description:
Acon was made aware via (B)(4) on (B)(4) 2020 that they received a complaint related to potential inaccurate readings on the on call extra blood glucose meter (ocxt, model# (B)(4)) distributed by (B)(4). The reporter of the complaint was concerned about getting higher readings in blood glucose values on the ocxt meter as compared to other brand meters. As per the reporter, the difference in blood glucose values is around 30 mg/dl, and the higher readings may affect insulin dosage and makes detection of hypoglycemia difficult. No other relevant information related to patient was provided. No injury or medical intervention was reported. The meter was scheduled to be returned for evaluation. Although the strips used by the reporter were discarded, the distributor was able to narrow down the lot number for retention sample testing. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
In this follow-up report, the following information is different from the initial report as the internal investigation was completed. B5: describe event or problem - additional information. G7: type of report - follow-up. H2: additional information and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation codes.

Event description:
The customer returned the meter in question and provided its s/n. The strips were discarded, but the distributor was able to provide acon the strip l/n in their inventory. The manufacture and qc records for the meter and the strips were reviewed, and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The manufacturing process complied with dmr. The reported issue of inaccurate readings cannot be attributed to customer error, internal error, or supplier, and no root cause was identified in the investigation. No further action is required as the complaint frequency is improbable, and the severity is low. We will continue to trend for similar complaints for systemic issue.